Event description:
It was reported that the patient began to complain about a shooting pain and shocks down her left arm. The shocks were intermittent not persistent. It was reported at three different appointments. Attempts were made to program the lead to avoid the pain; however, nothing improved it. An x-ray was performed and the doctor noted a distinguishing bulge at the proximal end of the connection between the lead and extension. The doctor proposed surgery to investigate further. At the surgery, the doctor confirmed a problem with the lead at the point where it entered the extension. The lead seemed to have unraveled. The doctor explanted the lead and implanted a new one. Impedances were restored to normal ranges and the patient no longer complained of shocking and pain down her arm. The patient recovered without sequela.

Manufacturer narrative:
(B) (4)